Event description:
Pt revised for dislocation of stem and competitor's cup. Found stem/cement mantle loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.